Manufacturer narrative:
(B)(4). Medication's - alprazolam, flonase, furosemine, glucosamine, ipratropium, levothyroxine, miralax.. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the conformable gore® tag® thoracic endoprosthesis instructions for use, complications associated with the use of the gore® tag® thoracic endoprosthesis that may occur and/or require intervention include, but are not limited to endoleak and aneurysm growth.

Event description:
On (B)(6) 2016, the patient underwent treatment of a thoracic aortic aneurysm with a gore® tag® thoracic endoprosthesis. On an unknown date, follow-up imaging identified a proximal type I endoleak on the gore® tag® thoracic endoprosthesis with aneurysm enlargement (amount of growth unknown). It was reported that cause of the endoleak is unknown. On (B)(6) 2017, an intervention was performed to treat the enlarging aneurysm. A left common carotid-left subclavian artery bypass was performed and a conformable gore® tag® thoracic endoprosthesis was then positioned with planned coverage of the left subclavian artery. Final angiography showed exclusion of the aneurysm, and the patient tolerated the procedure.